Event description:
An intermittent exit block in the ventricle was reported two days after the implantation. As prophylaxis, the lead was exchanged together with the pacemaker. Also removed: setrox s 60, MDR 1028232-2008-01076.

Manufacturer narrative:
The analysis results do not indicate any material defects or manufacturing errors. The pacemaker is within all specifications. The follow-up data was analyzed. Pacing spikes could be observed in the ECG with markers during a sensing test, but there was no stimulation response when pacing with 3.6 v. Furthermore, lowered r waves of <6 mv could be detected intermittently in the r-wave trend. In the trend of the pacing impedance, an increase of the impedance to >3000 ohm was documented on 15 april 2008. In summary, the analysis of the lead and the pacemaker provided no indication for a device defect. There were no deviations from the technical specifications that could be related to the clinical complaint. The low r-wave amplitude and the high ventricular impedance point to a possible intermittent contact between pacemaker - lead - myocardium.